Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis therapy. The peritonitis was manifested by nausea, abdominal pain, and cloudy effluent. The cause of the peritonitis was reported as the minicap rubbed on a preexisting lesion near the catheter site causing it to ooze, resulting in peritonitis; however, there was no malfunction of the device reported. On the same day as the event onset, the patient was hospitalized for the peritonitis. The patient was treated with morphine (dose, route, frequency, and duration not reported) for the pain; and, intravenous rocephin for seven days (dose and frequency not reported), intraperitoneal vancomycin for seven days (dose and frequency not reported), and another antibiotic for seven days (drug name, dose, route and frequency not reported) for peritonitis. On an unknown date, the patient had surgery to move the catheter away from the lesions. Dianeal therapy remained ongoing. Post-surgery, the patient was treated with unspecified intraperitoneal antibiotics for fourteen days (drug names, doses, and frequencies not reported). Five days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient had recovered. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.